Event description:
(B)(4). Event occurred in the united states. The patient reported having issues with two infusion sets in which the tubing came loose from the infusion set and the insertion device pulled apart at the tubing. There were no damage/irregularities present prior to use. No further information available.